Manufacturer narrative:
The insulin pump was received with keypad functioning properly and a no motor movement alarm appearing during rewind. Failure was due to the ribbon cable of the motor assembly not being plugged in properly. Unable to perform the displacement test due to destruction of case. Device passed the self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer's blood glucose level was 203 mg/dl at the time of incident. Customer stated that the keys of the insulin pump do not react. The insulin pump will not be returned for analysis.